Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe fractured at 16 mm from the distal end. There were scratches on the probe and non-insulated area with the worn pad. The shape of the fracture surface showed that a crack spread from the scratches as the starting point. Also, the proximal side of the ptfe pad was worn. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, consequently the ptfe pad at the proximal side was worn. It was also known that the proximal side of jaw and probe came into contact since the ptfe pad at the proximal side was worn, consequently the probe cracked, and besides the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. Cross reference MFR. Report number: 8010047-2016-00314, 8010047-2016-00404.

Event description:
It was informed that four subject devices were used during a total laparoscopic hysterectomy. The probes of the first device and the second device were broken and fallen in the patient. The fragments were retrieved. The short circuit error occurred on the third device, but it had no damage. The doctor completed the procedure with the fourth similar device. No patient injury was reported. This is the medical device report which is related to the second subject device.